Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer maintains the iabp in-house and have not requested getinge's service. Additional information has been requested, and a supplemental report will be submitted if information is provided. The initial reporter named in block is a getinge designee who has different contact details from that of the event site; his contact information are as follows: (B)(6).

Event description:
It was reported that during a field action performed by a getinge designee, the safety disk was expired on the cs300 intra-aortic balloon (iabp). There was no patient involvement and no adverse event was reported. The iabp was not cleared for clinical use, and the getinge service territory manager (stm) and the service regional manager have been made aware of the issue.